Event description:
Procedure zimmer/biomet affixus intertrochanteric fixation. Nail for a fractured hip. During surgery, a standard distal interlock screw was placed, also the surgeon attempted placement of anti-rotation screw, however the drill bit tip broke because of the fixed angle construct and the surgeon decided to leave the small piece of the drill bit tip next to the nail subcortical. Excellent interfragmentary compression was attained of the fracture.